Event description:
Customer's mother reported via phone call that the insulin pump shuts off during bolus delivery and alarms motor error. Issue has been occurring for four months. The device was not exposed to a magnetic field. Customer does not use the sensor feature. Customer was not present with pump to verify if she is able to rewind it. Blood glucose value is unknown. It was advised that the customer discontinue the use of the device and revert to a back a plan. The insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.